Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number: 0012454467 was returned and analyzed. Visual inspection showed the catheter had a kinked nitinol tube at the distal arm and loop transition. No other significant damage was observed. None of the electrodes appeared displaced, and the spacing between them was consistent and maintained. The angle of the array was within specification. The steering function was normal; the distal catheter tip responded with the expected rotation in both directions. The slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. The was no guidewire received with the returned catheter. X-ray imaging showed the electrical wires were intact. The distal part of the shaft at 0.8 inches from the distal end of the shaft appeared to be flattened or twisted. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. In conclusion, the loop catheter did not pass returned product inspection due to a kinked shaft and kinked array pebax tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the positioning of electrode 5 was not as expected and the array appeared slightly misaligned. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.